Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 181 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 182 reported events are included in this follow-up record. Product return status 182 devices were received.

Event description:
This report summarizes 182 malfunction events in which the device had paint chips missing. - 182 events had no patient involvement; no patient impact.

Event description:
This report summarizes 181 malfunction events in which the device had paint chips missing. - 181 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h10181 previously reported events are included in this follow-up record.product return status33 devices were received.148 devices were evaluated in the field.

Event description:
This report summarizes 181 malfunction events in which the device had paint chips missing.181 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 181 previously reported events are included in this follow-up record. Product return status: 31 devices were received. 150 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 181 events were reported for this quarter. Product return status: 29 devices were received. 150 devices were evaluated in the field. 2 device investigation types have not yet been determined. Event confirmation status: 179 reported events were confirmed. Evaluation results: 179 devices were found to be affected by missing paint chips. Additional information: 181 devices were not labeled for single-use. 181 devices were not reprocessed or reused.

Event description:
This report summarizes 181 malfunction events in which the device had paint chips missing. 181 events had no patient involvement; no patient impact.